Event description:
Patient reported experiencing jaw pain and symptoms consistent with tmj. They also have a severe overjet. Patient was seen by their dentist and provided a letter of recommendation that states the dentist has advised the patient to cease treatment with byte. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.